Event description:
The manufacturer received information alleging that the ds2adv auto CPAP w/hum/p-flx/c device keeps powering off. The device was not in use on a patient at the time of the occurrence. The simply go device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed noting the unit does not start up the airflow. During the evaluation, the field service engineer observed multiple error codes and the pcba was burned. No additional failures were observed, and the root cause cannot be confirmed at this time. At the request of the customer, the device was returned to the manufacturer's product investigation lab unrepaired for additional testing. If any additional information is obtained, a follow-up report will be filed, and a final report will be submitted upon completion of the investigation

Manufacturer narrative:
The manufacturer previously received information alleging that the ds2adv auto CPAP w/hum/p-flx/c device keeps powering off. The device was not in use on a patient at the time of the occurrence. The ds2adv auto CPAP device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed noting the unit does not start up the airflow. During the evaluation, the field service engineer observed multiple error codes and the pcba was burned. No additional failures were observed, and the root cause cannot be confirmed at this time. At the request of the customer, the device was returned to the manufacturer's product investigation lab unrepaired for additional testing. The manufacturer received new and relevant information on 03/27/2026: the ds2adv auto CPAP was forwarded to pil (product investigation laboratory) for investigation. During the investigation, pil used good known power supply and ac power cord with the ds2adv auto CPAP device, tried to power it on, and observed no air flow also and a well-known, heated tube and the heater plate did not heat up. Also, while attempting to initiate therapy, pil noticed the top of the device seemed to get hotter than average. Pil immediately unplugged the device pil conducted both external and internal inspections of the device and observed the following: ui display bezel was not seated correctly, dust contaminant was observed on the ui display bezel, top enclosure, center enclosure, iso port, inside the inlet of the blower box, on the blower seal, blower plate, heater plate spring, and bottom enclosure. Also observed dried liquid spots with potential mineral deposit on top enclosure, iso port, pca, blower, blower box, heater plate, heater plate spring, and bottom enclosure. Hair-like particles were observed on the blower seal, heater plate spring, and bottom enclosure. As device appeared to be burn marks, likely due to thermal damage of the pca, were observed on the ui display bezel and ui ribbon cable. The q4 and c50 components on the pca were observed to have thermal damage to them, and there were areas of corrosion observed on the pca, both likely to be due to liquid ingress. Additionally, the service engineer identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. Lastly, the pil was not unable to address the symptoms outlined in the complaint. In this report box d, box g, and box h has been updated/ corrected. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.